Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using apidra insulin, and wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, and using apidra insulin, is off label per the user guide. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was 415 mg/dl-"high"; although specific value was not provided. For one occurrence the customer was assisted by a medical technician at her employment who assisted the customer by giving a manual insulin injection. The other elevated blood glucose levels were addressed by correction bolus via the pump. At the time of follow-up the customer¿s blood glucose was 184 mg/dl.

Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation should new relevant information become available, a supplemental report will be submitted.